Event description:
A representative interrogated a patient's pump. The logs showed a stall on (B)(6) 2013 and a tube set error two days later. The patient had been admitted to the hospital (the date and reason for the admission were not reported). The representative stated the patient had an MRI, but that they did not know when the MRI was. The medications infused were fentanyl, prialt, and baclofen. The next day, a representative reported that the patient was admitted for altered mental status and low platelet count, but it was not related to the pump according to the doctor. The MRI was performed on the 30th when the motor stall occurred. The pump was reduced by (B)(4) and the patient was being admitted to hospice. It was later reported that the patient was admitted to the hospital in (B)(6) 2013 for elder neglect and abuse, and they had a huge decubitus. They were discharged and admitted to hospice. They had been stable on prialt and their pump medications for the past year without problems or side effects. The events were not related to prialt.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).